Event description:
Customer reported the system displayed a system error, and right monitor intermittently reboots. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the camera 24v connector. System operates as intended.